Manufacturer narrative:
Article citation: 'endoscopic transaxillary versus inframammary approaches for breast augmentation using shaped implants: a matched case¿control study' dong won lee, soo jung kim, hanjo kim; 28 january 2019 springer science+business media, llc, part of springer nature and international society of aesthetic plastic surgery 2019. The event of capsular contracture, hematoma, and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article ¿endoscopic transaxillary versus inframammary approaches for breast augmentation using shaped implants: a matched case¿control study¿, the following adverse events were reported: capsular contracture (both grade iii and IV reported)- occurring in 10 patients; hematoma- occurring in 4 patients; and wound problem (wound dehiscence)- occurring in 1 patient. Side experiencing event is unknown. Status of devices is unknown.